Event description:
On 25apr2017 an eye care provider (ecp) called to report a patient (pt) was diagnosed with bacterial conjunctivitis ou while wearing the 1-day acuvue moist multifocal lenses three times after treatment, then returning to contact lens wear and restarting make-up. The ecp reported that the pt was seen on (B)(6) 2017 with complaints of red eyes, crusting and mucopurulent discharge. The pt was diagnosed with ou bacterial conjunctivitis. The ecp stated that the corneas were clear and was given a prescription for ciprofloxacin 1 drop qid for seven days. The ecp also indicated that the pt was advised not to wear make-up or return to contact lens wear. The ecp also reported that the pt was advised to discard the suspect lenses, make-up, and contact lens cases. The ecp advised that the pt did not come in for a follow-up appointment, but called and reported that the symptoms had resolved. Ecp was not certain that the pt returned to contact lens wear, but advised that the pt probably did. The two additional bacterial conjunctivitis ou events will be submitted in separate reports. No additional medical information was received and no additional medical information is expected. The suspect product was discarded. Od - a lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 1564690105 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.